Event description:
It was reported that there was oversensing and intermittent capture two days post implant of the lead. It was noted there was no capture, low impedance and insulation damage. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned. There was blood on the proximal conductor. There was blood on the distal conductor of the lead and it was obstructed. The inner insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was extrinsically breached due to a cut. The inner insulation of the lead was observed to have blood ingression. Visual summary analysis of the lead indicated apparent explant damage, damage at implant and stretching. (B)(4).